Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy roadrunner wire guide with a dash sphincterotome to perform a sphincterotomy. The wire guide was left in position through the wire guide lumen of the sphincterotome and extended into the biliary duct, when current was applied to complete the sphincterotomy. When the sphincterotome and wire guide were removed, the user noticed a portion of the wire guide detached in the pt. The detached portion was retrieved using biopsy forceps. No add'l procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our evaluation of the returned device confirmed the report. The wire guide has broken approximately 13cm from the distal end. Both portions of the wire guide were included in the return. The wire guide appeared black/charred at the area of the break. A discrepancy of anomaly that could have caused the breakage was not observed with the wire guide device. The location and appearance of the black/charred area suggests the wire guide was left in place during sphincterotomy. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: info provided with this report indicated the wire guide was left in place during sphincterotomy. The instructions for use for the roadrunner wire guide caution the user that the wire guide must be removed from wire guided sphincterotomes before performing sphincterotomy. Leaving the wire guide in place during sphincterotomy is the cause for this observation. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.